Event description:
It was reported that the patient presented to the clinic. Multiple inappropriate shocks were noted. Low r-wave amplitudes, high capture threshold, and decrease in pacing lead impedance were also noted. X-ray revealed that the lead had dislodged. The patient then underwent a vt ablation procedure during which lead perforation was found. The lead was successfully repositioned, and the patient was in good condition following the procedure.